Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via a 9f sheath hole prior to an endoprosthesis interventional procedure. Reportedly, the suture of the first proglide device broke during step 3 and was cut during removal. The foot of the second device got stuck in the vessel. A nick and spread was performed in the vessel to remove the second device. The endoprosthesis procedure was completed with the 9f sheath. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it appears the foot became displaced (deformation) during closing of the foot. Tissue or suture interaction can cause the foot to surf distally and either come out of the track or lock in an open position. Once the foot is off track there is no guide to allow the foot to close by manipulation the lever. The open foot then induces the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: returned device analysis of the second device identified that the guide was separated. Two more proglide devices were received by the abbott returned goods lab. Analysis of the third device found that the link was separated from the swage end of the posterior cuff [suture break]. Analysis of the fourth device found that the suture was returned caught in the posterior foot [suture retrieval issue]. There was no information reported regarding these devices. No additional information was provided.